Event description:
A hosp physician and pt were allegedly shocked when an electro-surgical unit (esu) was used with an olympus high frequency (hf) cable during a procedure. There were no complications associated with the reported occurrence.